Event description:
The customer reported the sheathing was coming off at the distal end during reprocessing involving an olympus bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the sheathing was coming off at the distal end because c-cover has a crack. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.